Event description:
Pt with significant pulmonary edema required placement of a second iabp. Intra-aortic balloon pump was placed in left femoral artery. A 8 french catheter and 40cc volume was used. The pump alarmed air leak and a large amount of blood was found in the tubing that connects the balloon pump to the patient.